Manufacturer narrative:
The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device and/or additional information a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that this coil would not able to detach during the procedure. It was reported that the patient was admitted to the hospital due to an internal iliac aneurysm. During the procedure, it was necessary to place a coil at the proximal and distal ends of the tumor to achieve thrombus formation. When reported coil was placed and when attempted to detach the coil, the spring coil cannot be released, and it cannot be delivered to the intended location. Then it was taken out from the patient and replaced new coil to complete the procedure.